Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated their blood glucose rose to 400 mg/dl. It was found the customer forgot to bolus, leading to their high event. The customer stated they were able to lower their blood glucose to 113 mg/dl. Customer also reported a broken belt clip holster. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.